Event description:
It was reported that a malfunction occurred on the pump, with malfunction code malf 9 appearing. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was able to continue using the pump and was instructed to call back if the malfunction code appeared again, which the caller understood.